Manufacturer narrative:
Device mfg records were reviewed. Review of mfg records confirmed sterilization for both the generator and lead prior to distribution.

Event description:
A vns treating physician reported to our country rep that they had a vns pt who had their vns explanted about 4 months ago due to an infection at generator site. It was reported that the generator was removed probably because of rejection issue that evolved into a infection. The pt was treated with antibiotics for four months prior to their generator explant. There was no report of any pt injury or manipulation of the area prior to the event. The pt had the vns since 2010 and the results were good. The vns system had no problems. The pt is reported to be well now. It has not been decided if the pt will be reimplanted at this time.